Event description:
It was reported to boston scientific corporation in early 2006 that an extractor rx retrieval balloon was used during a procedure five days prior (patient gender, age, and weight unknown). According to the complainant, the device "would not hold" air at 9cc. The balloon inflated to 12cc, then dropped to 9cc, and "it worked." The procedure was completed with another extractor rx retrieval balloon. There were no patient complications as a result of this event. The patient's condition at the completion of the procedure was reported as ok.

Manufacturer narrative:
A device history record review was carried out and no anomalies were found. On examination of the returned extractor rx retrieval balloon, the balloon was found to be torn longitudinally between the proximal and distal bonds. A visual inspection revealed that there were no other cosmetic or functional defects that would have contributed to the event. The cause of the reported complaint is undetermined.